Event description:
It was reported that the lead had dislodged sometime in the fall of 2009. The patient received inappropriate shocks as result. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.